Manufacturer narrative:
Submit date: 7/24/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reported that the pack had 11 each instead of 10 each inside.

Manufacturer narrative:
There were no samples received with this complaint therefore an examination of the reported condition could not be performed. A formal corrective and preventative action (CAPA) was completed to optimize the autobander process and prevent recurrence of the reported condition. The corrective actions were implemented after the manufacture date of the returned lot. Therefore, no additional actions will be taken at this time. If information is provided in the future, a supplemental report will be issued.